Event description:
The user stated she failed proficiency testing for ph, pco2 and po2 with the blood gas analyzer. Of the data provided, the following results were discrepant. Ph: sample 1 result was 7.319, acceptable range was 7.497-7.577. Sample 2 result was 7.294, acceptable range was 7.532-7.612. Sample 3: result was 7.298, acceptable range was 7.444-7.524. Pco2 (mmhg): sample 1 result was 48.3, acceptable range was 21.4-31.4. Sample 2 result was 53.8, acceptable range was 35.0-45.0. Sample 3 result was 51.8, acceptable range was 18.9-28.9. Sample 4 result was 46.6, acceptable range was 26.9-36.9. Po2 (mmhg): sample 1 result was 112.5, acceptable range was 146.0-158.4. Sample 2 result was 112.2, acceptable range was 206.8-226.6. No patient samples were affected. The user declined a service visit.

Event description:
The user facility reported seeing a spark from the door area of the sterilizer. No injuries were reported to patients or hospital staff.

Manufacturer narrative:
Investigation of the event determined the analyzer performed within specifications. No malfunction was observed as the database of quality control showed all measurements performed were within the acceptable ranges. As the survey samples were not available, further investigation was not possible.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.